Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject product could not produce an image. This event was reported after procedure (upon completion of procedure, device no longer used on patient). There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Updated fields: d8, d9, h2, h4, h6, h11. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.